Manufacturer narrative:
The manufacturer's field service engineer (fse) confirmed the reported event. The fse replaced the battery to address the reported issue. The device successfully passed performance specification testing.

Event description:
Customer reported the internal battery has failed. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported the internal battery has failed. There was no patient harm.